Event description:
It was reported that the pump did not infuse correctly. Per reporter, when the patient came in to disconnect, the remaining volume showing on the pump was 143.9 ml. The actual volume remaining in the bag was approximately 20 ml. Per reporter, they still have the bag & tubing attached to the pump. This event occurred at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
E1: facility name : (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.